Manufacturer narrative:
Investigation in progress.

Event description:
On (B)(6), a journal article titled "trabecular metal tibia still stable at 5 years", by anders henricson et.al was received reporting a comparison study of 22 patients (26) knees who received an uncemented tm cruciate-retaining tibial component and 19 patients (21 knees) with a cemented nexgen option cruciate-retaining tibial component. . It was reported that 2 patients in the tm group suffered persistent anterior knee pain, both received a secondary patella component. Of the 2 patients, one patient improved. Tm patella revised.

Manufacturer narrative:
Based on the information in the article, there is no indication that at zimmer biomet tmt designed controlled patella was used in the primary surgery and revised.

Event description:
On may 16, a journal article titled "trabecular metal tibia still stable at 5 years", by anders henricson et.al was received reporting a comparison study of 22 patients (26) knees who received an uncemented tm cruciate-retaining tibial component and 19 patients (21 knees) with a cemented nexgen option cruciate-retaining tibial component. It was reported that 2 patients in the tm group suffered persistent anterior knee pain, both received a secondary patella component. Of the 2 patients, one patient improved. Patella revised.